Event description:
Reported issue: staff have notified that they may have received a faulty item. The item is ref2420-0007 and the staff noted complaints from a patient about leaking from the line. Upon inspection staff noted a small hole on the side of the primary tubing. Injuries or adverse event: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
One photo of the packaging and one photo of the tubing damage was taken by the customer. A quality notification was sent to the manufacturer. From the manufacturer's review of this complaint, the root cause could not be determined since no sample was returned. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.